Event description:
The customer reported that there was a loss of audio. A patient harm was reported.

Manufacturer narrative:
Pr#: (B)(4). A follow up will be submitted upon completion of the investigation.